Event description:
The customer reported that the system was freezing up. There is no report of pt injury.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.